Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultramini meter read inaccurately erratic and displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and during a follow-up call to the patient from a medical affairs representative (mar). The patient was unable/unwilling to state when the alleged product issues began. The patient stated that she obtained the results of "37 and 400 mg/dl" using the subject meter, both results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she took her usual dose of 10 units of insulin medication (including sliding scale) in response to the alleged product issue (date/time not known). The patient claimed to have developed the symptoms of "shaky and sweaty" prior to the alleged product issues (date/time not known). The patient stated that she received hcp treatment of honey in ER (date/time not known). The patient stated that her blood glucose was tested using an ER/hospital device (date/time not known) and the result obtained was "60 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was using the incorrect testing technique (cleaning fingers with alcohol prior to testing), the patient was using an approved sample site and the alleged error message issue was resolved with a walk-through retest. Replacement products were sent to the patient. Additionally, the mar noted that the patient's habitual blood glucose results over the past 3 months ranged from "25-500 mg/dl". Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "shaky and sweaty" prior to the alleged product issues; however with the information available it's not possible to rule out that the subject meter was not reading inaccurately erratic prior to the symptoms developing. These symptoms do meet lifescan's criteria for a serious injury.